Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptics deployed first. There was no patient contact.

Event description:
Additional information was received stating that, the issue was a straight leading haptic.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product code should have been a040609 instead of a2201. Based on information received following submission of the initial report, this event haptics deployed first does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).